Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that chest pain, thrombosis and insufficient apposition of the stent occurred. A 2.75 x 28 synergy ii everolimus-eluting platinum chromium coronary stent was implanted in the mid left anterior descending artery. At 2 o'clock the following morning the patient presented to the catheterization lab with chest pain. Thrombosis was found inside the synergy stent. A guide wire was advanced and intravascular ultrasound was performed and found that the synergy stent was not fully expanded. The stent was post dilated to the proper diameter and the patient symptoms resolved. The case was completed successfully and there were no further patient complications reported.